Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following could not be completed with the limited information provided: initial reporter - name ni. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k042037. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 26 states, "effusion." Number 27 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)¿, which can damage the surrounding bone and soft tissues." This report is number 4 of 5 mdrs filed for the same patient (reference 3002806535-2013-00165 & 1825034-2013-03659 & 3002806535-2015-04043 & 3002806535-2016-00334 / 00335). This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Event description:
Patient's legal counsel reported the patient underwent a right total hip revision procedure approximately three years post-implantation due to allegations of elevated metal ion levels, pain, adverse reaction to metal debris (armd) and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.